Event description:
It was reported that the pump had battery charging issues. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.